Event description:
Customer reported that: "the output numbers on the cmciii generator display jumps from lower to higher numbers. Please repair under warranty and return to the customer". (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the unit as received was operational. Unit appears to have been mishandled; residue found on display bd connector. Unit required update. Unit passed on final acceptance test. Based on the investigation this complaint is considered closed. Trends will be monitored for this and similar events.